Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited noise resulting in inappropriate automatic mode switch episodes. The noise was reproducible with left arm movements across the patient's chest. No intervention was reported and the patient would be monitored.